Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to pain and vertigo. The patient was reimplanted with another cochlear device during the same surgery..

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 16, 2024.

Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site. Additional information has been requested but not made available at the time of this report.